Event description:
It was reported that 3 weeks following a stent placement, the pt complained of feeling sick. The physician requested that pt return for an examination and the stent was found to have migrated, necessitating a second procedure to remove and replace the stent. The product was destroyed at the facility.